Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number and upn. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a04 captures the reportable event of stent cover damaged/defective. Imdrf device code a150207 captures the reportable event of stent difficult to remove.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted during a procedure performed on an unknown date. During stent removal procedure, the stent was difficult to remove, and it was noted that the stent cover was eroded. Subsequently, the stent was successfully removed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number and upn. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a04 captures the reportable event of stent cover damaged/defective. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination and media inspection of the device found the stent cover was damaged. No other problems were noted with the stent and delivery system. The reported event of stent cover damaged was confirmed as visual examination and media inspection of the device corroborated a stent cover damage. However, the additional reported event of stent difficult to remove could not be confirmed as this event occurred during the procedure and it is not possible to replicate in the laboratory of analysis. The investigation concluded that the reported events were likely due to factors encountered during the procedure. It is possible that the lesion characteristics, handling of the device, the technique used by the physician (force applied), limited the performance of the device and contributed to the reported event and observed problems. Therefore, the most probable cause of the reported event is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted during a procedure performed on an unknown date. During stent removal procedure, the stent was difficult to remove, and it was noted that the stent cover was eroded. Subsequently, the stent was successfully removed. There were no patient complications reported as a result of this event.